Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a distal aortic arch aneurysm using a non-gore endoprosthesis. Intra-procedure imaging revealed a proximal type I endoleak so that the patient was additionally implanted with a conformable gore tag thoracic endoprosthesis (tgu404015j/13775150) and a touch-up ballooning was performed to treat the endoleak. A final angiography revealed that the endoleak still remained, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2015, a follow-up computed tomography (CT) did not reveal problems to the patient. On (B)(6) 2016, the patient admitted to the hospital with chest pain. A CT revealed a retrograde type a aortic dissection from the proximal end of the tgu404015j. The ascending aorta and aortic arch were replaced with a surgical graft to treat the retrograde aortic dissection. Reportedly, it was unknown when the retrograde aortic dissection occurred. The proximal edge of the endoprosthesis or touch-up ballooning may have caused the aortic dissection, but the exact cause was unknown. Later, the patient was discharged from the hospital.